Event description:
Medtronic received a report that the echelon microcatheter was occluded and the micro guidewire could not be pushed, an axium coil became stuck in the distal part of another echelon microcatheter, and an apollo catheter distal tip broke during removal of the catheter. The patient was undergoing treatment for transfemoral access coil plus onyx embolization of a grade ii fistula that was not located in the eloquent region. The patient. The patient's blood flow was normal, and their vessel tortuosity was moderate. The access vessel was the femoral artery, which was 7.6mm in diameter. It was reported that there was no damage to the echelon microcatheter or coil. There had been no damage or evidence of tampering to the device packaging. The devices were replaced, and the patient did not experience any injury or complications. The devices were prepared and flushed according to the instructions for use (IFU). Ancillary devices include a termao sheath and a stryker guidewire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the tip of the apollo catheter was broken when it was taken out of the package. The apollo was not entrapped in onyx. The tip of the echelon catheter was blocked, and the micro guidewire could not pass through, but it passed smoothly after replacement. During the coil surgery, there was resistance at the distal end of the microcatheter and it could not be pushed. After the coil was replaced, the surgery continued smoothly. The coil had pushed out of the introducer sheath smoothly.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Product analysis:equipment used: vis (m-78210), 203cm ruler (m-83361), in-house silverspeed guidewire (model: 103-0602-200 lot: 9582100) as found condition (condition of returned device): an apollo catheter were returned for analysis. Visual inspection/damage location details: the apollo total length was measured to be ~168.3cm, the usable length was measured to be ~162.1cm which is within specification (specification 165.0cm ± 2.5cm) and the distal floppy length was measured to be ~25.6mm which is within specification (specification 25.0cm +2cm -1cm). As returned, it could not be determined if the useable and distal length of the micro catheter is within specification as the detachable 5.0cm tip was detached and returned. Upon visual inspection, no irregularities were found with the apollo hub. What appeared to be saline residue was found at the proximal end of strain relief. No bends or kinks were found with the apollo micro catheter body. The ldpe coupling tube overlap length was measured to be 1.49mm which is within specification (specification 1.0mm - 2.5mm). No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿tip premature detachment¿ was confirmed. Tip premature detachment (during navigation or repositioning) can be caused by detach joint ldpe overlap length too short. However, the detach joint ldpe overlap length was measured to be within specifications. The device history record of the reported lot number has been reviewed. The review of device history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.